Event description:
It was reported while using the bd vacutainer® sst blood collection tubes, an unspecified number of tubes contained fibrin, the user homogenized the sample, but the fibrin remained. This increased the number of test repetitions and the presence of false positive and inconclusive results; however, there was no report of adverse patient impact. In addition, red cell hang up was noted.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® sst blood collection tubes, an unspecified number of tubes contained fibrin, the user homogenized the sample, but the fibrin remained. This increased the number of test repetitions and the presence of false positive and inconclusive results; however, there was no report of adverse patient impact. In addition, red cell hang up was noted.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 29-apr-2024. H.6. Investigation summary: bd received 10 samples for investigation. The samples and retention samples from the same lot were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes fibrin and red cell hang up. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.